Event description:
It was reported that during a set-up of the device for a cardiopulmonary bypass procedure, the red level sensor was not working on the perfusion system. The user observed the indicator show that the sensor was not connected, even though it was connected. The device was not changed out, as the red and yellow sensors were reversed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) testing the level sensor and confirmed it was not working. The fsr replaced the level sensor and tested. The unit operated to manufacturer specifications and was returned to clinical use. The suspect level sensor was returned to the manufacturer for further evaluation.